Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to organ failure. It was also reported that device therapy was not suspected in the cause of death. The pump was explanted for a routine analysis.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information available at this time. A supplemental report will be submitted when the device analysis is complete.